Event description:
It was reported that, during a routine follow-up, this right atrial (ra) lead exhibited high pacing thresholds and a lead dislodgment was suspected. A revision procedure was performed but this ra lead could not be repositioned due to helix extension difficulty. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that, during a routine follow-up, this right atrial (ra) lead exhibited high pacing thresholds and a lead dislodgment was suspected. A revision procedure was performed but this ra lead could not be repositioned due to helix extension difficulty. This ra lead was explanted and replaced. No additional adverse patient effects were reported.